Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch select simple meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining blood glucose readings of "398, 350 and 200 something mg/dl;" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient informed the csr that they manage their diabetes with a fixed dose of insulin. It is not known if the patient made any changes to their usual diabetes management regimen in response to the alleged inaccurate results; however, they reported developing symptoms of"shakiness and feeling dizzy" 2 days after the alleged issue began. The patient claimed they took action of consuming more food and drink in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.